Event description:
An analysis of save to disk information was performed by engineering. It was reported that due to changes in programmed settings it would be difficult to estimate remaining longevity. Analysis placed remaining device longevity between 5.2 and 6.6 years depending upon previous settings when auto capture was on and in retry with variation in lead impedances, pacing rates and percentages versus the currently programmed static right ventricular (rv) output. It was also noted that the device may have been operating near a longevity bin boundary which may have caused the programmer to calculate a shorter longevity. With the changes in programming it was noted that the device was no longer operating near a longevity bin boundary. Ts advised performing another disk analysis at the patient's next follow up visit to provide a more accurate assessment of battery information. Several months later, an hcp inquired as the process for performing a save to disk to be sent in to engineering for further analysis. The process was detailed, however ts advised they have a field representative assist. It was noted the patient did not present to the clinic for their follow up visit. No further information is available at this time. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
A copy of device memory was sent to boston scientific technical services (ts) for review. Product analysis indicates that at the current programmed settings the device was operating in the lowest current bin and was not near a current bin boundary. The 5 year expected longevity is 90% of the estimated longevity of 5.5 years and this exceeds the 75% minimum longevity for the device. The device appears to be functioning properly and remaining longevity is 1.5 yrs.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that at the current programmed settings the device was operating in the lowest current bin and was not near a current bin boundary. The 5 year expected longevity is 90% of the estimated longevity of 5.5 years and this exceeds the 75% minimum longevity for the device. The device appears to be functioning properly and remaining longevity is 1.5 yrs.

Event description:
Boston scientific received information that a health care professional (hcp) inquired why this pacemaker was showing different data on battery status within three months where there have been no changes to device settings. Boston scientific technical services (ts) provided information on possible causes and how minimal changes can affect battery status. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating that this device was already explanted. No adverse patient effects were reported.